Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to the customer site and confirmed the reported failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to environment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had plastic dust and debris landing on it while not in use. There were no reports of patient involvement. The even occurred during reprocessing and storage on site.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.